Event description:
On 01/feb/2024, abbvie became aware of a publication titled, "preoperative CT imaging as a tool to predict incisional hernia outcomes following abdominal wall reconstruction: a retrospective cohort analysis". The publication from the united kingdom reports on a retrospective cohort study of patients who underwent abdominal wall repair (awr) between 2009 and 2021 with either strattice, surgimend, or bard mesh. There were 101 repairs; 32 strattice, 39 surgimend, and 23 bard. The authors report that there were 6 cases of hernia recurrence in the strattice cohort. The authors also report overall results not specified by mesh type for the following: infection ¿ 21 surgical site occurrence ("ssos; seroma formation, wound dehiscence, hematoma, etc.") ¿ 40 the authors do not indicate whether they attribute any of the reported complications to the meshes and concluded that "smoking and increased aft [abdominal fat thickness] at the pubic tubercle are significant predictive factors for recurrence and infection in patients undergoing awr, and preoperative optimization should focus on reducing these factors.". The lot number(s) associated with this record were not reported.

Manufacturer narrative:
This literature review is being reported out of an abundance of caution as serious injury due to the reported recurrence and infection with assumed intervention. The lot(s) associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the events and the strattice could not be determined. Follow-up with the corresponding author is on-going. If additional information is made available, a supplemental report will be submitted.